Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Hoop. Evaluation summary: the analysis results of the mcm30 found that the instrument was received non-functional. The instrument was cycled and would not fed the clips and the anti-backup mechanism was noted to be non-functional. The instrument was disassembled end the hoop spring was found to be misassembled and the anti-backup damaged. Additionally upon disassembly of the instrument the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the condition found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.